Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: (B)(4) universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that there was an issue with arm 3, which was experiencing a 23008 error. The caller mentioned that they had already rebooted the system before contacting support, but the error persisted. The logs confirmed the presence of the 23008 error on arm 3. The technical support engineer recommended performing a hard reboot on the system. After the customer executed the hard reboot, the 23008 error reappeared when the system powered back on. The caller then stated that the surgeon planned to disable arm 3 and continue the procedure using arms 1, 2, and 4.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error 23008 was confirmed in the field logs. The unit was able to pass all required patient side cart (psc) fixture test platform (pftp) and system tests with no errors. Visual inspection did not find any factors that could have contributed to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed with 3 arms. There was a delay of approximately 40 minutes. Procedure type was a gastric roux-n-y.